Event description:
A (B)(6) advia centaur cp total hcg auto dilute result was obtained by the customer and reported. The physician questioned the result and the customer performed repeat dilution testing the next day that was manually programmed. The repeat dilution test result was higher and a corrected report was issued. There was no known report of adverse health consequences due to the falsely low total (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned the probe/drain, made some adjustments and performed repeat auto dilution of the discordant sample with a final 1:200 dilution result of 8182 miu/ml. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.